Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the nurse reported to the technical support engineer (tse) that the surgeon side console (ssc) ergonomics were not working, only the footrest was working, all other controls gave no response, no motor turning, no movement. The tse checked the logs and could find that they were working with the system sk5265, where ssc sl0380 was connected to. The system had two sscs, the one from sk5265 was giving a communication error, but did not give any problems according to the customer, all ergonomics controls were working on that system. No errors on the ergonomics problem on the ssc#1 sl0380. Nevertheless, the tse guided the nurse in shutting down the system, hard power cycle the ssc sl0380, reseating the blue fiber cables (bfc) on both systems and on the backside of the vision tower. The nurse informed, the wings on some bfc connectors were missing, the tse was going to recommend to the field service engineer (fse) to replace those. After the restart the communication fiber problem was resolved on the ssc sk5265, but the ergonomic problem still persisted. Still motors when manipulating the ergonomics, only the footrest was working. A surgeon tried to login to check if the presets worked, but that was not the case. The head viewer was in a too high position, for the surgeon to be able to use that ssc. The procedure was converted to the other ssc and completed as planned with no reported patient harm, adverse outcome, or injury.